Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not charger or power a test monitor. Upon evaluation, two of the battery tri-cells were depleted at 0.067v and 1.076v. The cause of the non-functional battery pack is the depleted cells. The root cause of the depleted cells was not positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery was non-functional.